Event description:
Pt had hemodialysis catheter placed in 04. Upon going to dialysis for treatment, catheter was discovered to be leaking. Had catheter replaced the next day. One remaining catheter with same lot # removed from shelf and examined 04 by surgeon and found to have same defect as catheter that had to be replaced. Both catheters appeared to have a cut at the y into the silicone, causing the leak.